Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to a mechanical dysfunction. The device pressure was too low and suspected to have been incorrectly inactivated prior to a cystoscopy. A new device was placed, and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The balloon passed the visual, microscope and leakage testing. The balloon was not functionally tested. The pump passed visual, leakage, microscope and functional testing. The cuff shell was worn from wear at a fold. The cuff passed the leakage testing.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to a mechanical dysfunction. The device pressure was too low and suspected to have been incorrectly inactivated prior to a cystoscopy. A new device was placed, and no patient compliations were reported.